Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter read inaccurately high in comparison to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 at 6.20am, his meter allegedly began to read inaccurately high. The patient explained that he obtained an alleged inaccurately high reading of ¿556 mg/dl¿ on the subject meter compared to a reading of ¿21 mg/dl¿ on another device (true matrix). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with self-adjusted insulin doses (lantus) and explained that he increased his usual dose of insulin in response to the alleged inaccurate high reading and confirmed that at 6.25am he took ¿100 units of lantus insulin¿. The patient advised the csr that he experienced symptoms of ¿dizziness, sweating and light-headedness¿ at 10.30am. The patient stated that he self-treated his symptoms with a glass of cranberry juice a few minutes after the onset of symptoms. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.